Event description:
This is a report of a patient who passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of death was unknown. It was reported that prior to the time of death, the patient was hospitalized for an extended period for an unknown indication. Pd therapy was ongoing until time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.